Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely there was a difference in awareness of equipment handling and reprocessing procedures between olympus' recommendations and the facility. In addition, training has been conducted by olympus specialists on correct handling. The event can be detected/prevented by following the instructions for use which state: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) went onsite to address the b30 scope communication errors on january 25, 2024. The ess checked the ethylene oxide (gas) valve on the scopes for wear and could not confirm wear. The ess observed the reprocessing process and found that the leak test was not being performed properly in accordance with the instructions for use. During the leak testing, the leakage tester pin was not being pressed to test for airflow before attaching the endoscope, the endoscopes were not being submerged for the minimum recommended time of 30 seconds, the endoscopes were not angulated to max in every direction, and the endoscopes were not given enough time to purge for the minimum recommended time of 30 seconds after leak testing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had an b30 communication error. While onsite, the olympus endoscopy support specialist (ess) observed that the leak testing was not being performed correctly. There were no reports of patient harm.